Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's mother reported the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) levels reached 435 mg/dl while wearing the pod. Symptoms reported include nausea and headaches. The patient's mother stated there was a communication issue between the pod and sensor during operation. The patient was treated with intravenous fluids, insulin, bg monitoring, and medications for headache and nausea. The patient's mother did not have specific length of stay for this incident.